Manufacturer narrative:
The patient developed increased lvad power consumption and hematuria resulting in a pump exchange for suspected pump thrombosis. The pump (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of fibrin thrombus; however, the origin of this thrombus cannot be conclusively determined. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's hyper-coagulable state and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) hospitalization.

Event description:
Approximately thirty-four months after the implantation, the patient developed increased lvad power consumption and hematuria. At the time of this event, the patient's medications included aspirin/prasugrel and coumadin and he is reported to have had a therapeutic inr. Other details regarding any diagnostic testing were not reported. The patient was initially treated with heparin and integrilin. Tpa was not considered for treatment because of the patient's hematuria. Two days later, the patient returned to the operating room for a pump exchange since the patient's surgeon suspected a pump thrombus. Of note, no thrombus was seen by the surgeon on the explanted pump. Other details regarding this surgery and the patient's immediate post-operative course were not reported. The patient's physician reported that the reason for the patient's hyper-coagulability was unknown but that the event did not appear to be related to a pump malfunction.